Event description:
The doctor started to implant the lens and noticed haptic was bent. The incision was enlarged to remove and replace the lens, and sutures were used to close the wound.

Manufacturer narrative:
See MDR 1920664-2010-00156 for the intraocular lens used with this delivery device.